Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
When dressing with chloraprep, the 2% chlorhexidine solution did not come out. Lot informed not found.